Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). For the current case only the device history was available. We received the device history of a perfusor space 8713030 with serial number (B)(4) and software version (B)(4). It could be detected that on the reported day of occurrence no entries of an pump operation were stored in the device history. Thus the history log files of the last two infusion therapies were detected. It was possible to detect that on 22nd of july at 03:21pm a syringe type bd plasipak was selected and an infusion with a flow rate of 0,5 ml/h was started. The infusion stopped at the next day on 07:43 am by an open syringe holder. After a syringe change the infusion started again with a flow rate of 2 ml/h. At 03:58pm the infusion stopped by an alarm "syringe empty". No further abnormalities could be detected. The complaint could not be confirmed. Due the investigation of the device history no abnormalities could be detected and no product deviation could be found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility by bbm sales organization in (B)(4): "patient death." Customer information: pump was used while placing a pace maker, patient died.